Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to site to test the equipment. A din rail and inrush suppressor were replaced. After replacing the parts a system checkout has been performed. System passed all tests and is working normally. The suspect parts have been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the fuses in the viewing station of the imaging system were open. There was no patient present at the time of the issue.

Manufacturer narrative:
The din rail was returned to the manufacturer for evaluation. Testing found that the resistance between two contact points was higher than designed. When energized, there was no click when the relay closed.